Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna21, s/n # (B)(6) , as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. As confirmed by the site, the device was discarded after the explant in (B)(6) 2018. Consequently, further investigation is not possible. Based on the document review performed, no manufacturing deficiencies were identified. It is possible that the patient's clinical history and risk factors (hypertension, diabetes, dyslipidemia, hypercholesterolemia) contributed to the reported structural valve deterioration; however, since no further investigation on the device was possible, the root cause of the event cannot be ultimately established. H3 other text : device discarded by the hospital.

Manufacturer narrative:
Device location not presently known.

Event description:
The manufacturer was informed on this event through the (B)(6) registry. On (B)(6) 2016, a (B)(6) female patient received a mitroflow dl 21mm to replace the native aortic valve which appeared severely stenotic. At discharge ((B)(6) 2016) and at the yearly follow up in 2017, and good functionality is reported. On the last follow up visit (phone call, (B)(6) 2018), the patient resulted to be in nyha class iii, due to biological aortic valve prosthesis dysfunction. No signs of infections were reported. The patient was consequently admitted to the hospital on (B)(6) 2018 due to heart failure. The patient was hospitalized for a total of 33 days. The device was observed through the echo which revealed a prosthesis dysfunction, resulting in severe stenosis (mean gradient was 36mmhg, eoa 0.8cm^2, leaflets appear thickened and hypomobile). A severe mitral insufficiency is also reported (leaflets appear thickened and fibrotic). For about three months, prior to the hospital admission on (B)(6) 2018, the patient has been reporting dyspnea on moderate exertion. On (B)(6) 2018, the patient underwent surgery to explant the device, which appeared calcified and was replaced by a carpentier n.19. Two other concomitant procedures occurred: mitral valve replacement with a hancock n.25 and a myectomy of the interventricular septum (hypertrophic). Three hours postoperatively, the hemodynamic of the patient worsened, with hyperlactacidaemia and anuria. It was decided to re-intervene on the patient and, upon chest opening, widespread bleeding was observed. The patient went in cardiac arrest and ultimately died on the same day.